Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a smart remote manager attached to the fridge of the medstationes unable to open. The customer reported there was a delay in dispensing medications to the patient as user managed to get medications from the pharmacy. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager had failed to open. A technical support specialist had logged in to the station and selected recover storage space, then chose the failed storage space and clicked start. The customer was then able to access the fridge, and everything was functioning properly again. The system functioned as intended after the technical support specialist troubleshot the device.